Event description:
It was reported that a hospital service engineer was performing a collimator exchange procedure. One of the collimators reportedly would not automatically retract onto the collimator cart. The hospital employee attempted to lift the collimator when it fell onto their left foot. Reportedly, the left foot was broken and the employee was off of work for one week. Ge service determined that the collimator cart was incorrectly adjusted. The cart and system were returned to the correct adjustment. The system is functioning normally.